Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(4). Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4). Product family: scs-splitters upn: (B)(4), model: sc-3400-30, serial: (B)(4). It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent a permanent trial procedure and during the trial, the exit wound of the lead site appeared to be infected. There was discharge noted at the exit site. The physician opened the potential pocket site where the lead splitters were connect to the leads but did not note any infection. The physician did not want to proceed and implant an ipg so the tails of the lead splitters were cut. The heads of the lead splitters are still attached to the leads and are implanted in the patient for now. The patient will be implanted with the ipg at a later date and leads will be connected then. No cultures were performed. The patient is stable post op and it is not known what the infection was related to.